Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported the angio-seal tip was damaged. Additional information was received on (B)(6) 2018. The procedure being performed was a neuro-intervention. The footplate was partially out upon taking the device out of the foil pack. Hemostasis was achieved with another angio-seal device. The patient was stable. The procedure outcome was successful..

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation. One 8fr angio-seal vip device was received for product evaluation. The carrier tube assembly was received along with the mated hemostasis sheath and arteriotomy locator. The aluminium pouch and bypass tube were not returned. Since the bypass tube was not returned, functional testing was not possible. The angio-seal vip IFU states: "remove the angioseal device contents from the foil package by opening the package at the arrow indicator taking care to pull the foil seal apart completely before removing the angioseal device." There is no evidence that this event was related to a device defect or malfunction. Based on the investigation, it is likely that the reported event may be related to the improper opening of the foil pouch or mishandling of the tip of the carrier tube after opening the pouch. Past complaint records have shown that if the foil pouch is not opened completely when attempting to remove the carrier tube assembly, the bypass tube can become dislodged. However, the foil pouch was not returned to confirm this. The exact cause of the reported event cannot be definitively determined based on the available information.